Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated she was concerned with the high blood glucose readings she was getting on the contour next. She did not have any symptoms, but decided to go to the hospital to have her blood checked. The hospital reading was approximately 200mg/dl. She also tested on the contour next, and the reading was approximately 500mg/dl. Further information was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer had no strips left, so strip information was not provided. A new meter was sent to her.